Event description:
The customer reported that a "stator not on" error message was displayed on the system and that it would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The stator circuit connectors and circuit breakers were reseated. The system tested and found to be operating as intended and put back into service.